Event description:
The following information was reported to gore: in 2020 (the full date is unknown), this patient underwent an endovascular treatment for right common iliac artery aneurysm using gore® excluder® aaa endoprosthesis. A contralateral leg component (plc201200j) was implanted alone. On (B)(6), 2023, a reintervention was performed since aneurysm enlargement (size is unknown) was found during a follow-up examination. Gore® excluder® conformable aaa endoprosthesis with active control system and gore® excluder® aaa endoprosthesis were additionally implanted. The patient tolerated the procedure. 1001-e:-unknown was used to capture aneurysm enlargement as no specified endoleak was noted.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added g3/g34, h1/h2 correction: section h6 - investigation conclusions: remove code d1103: cause traced to intentional off-label, unapproved, or contraindicated use.